Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch basic meter was not powering on. The patient initially called lifescan the same day, to report the power issue. At that time, the patient did not report any injuries or medical intervention. A replacement meter was sent. One week later, the patient called lifescan back to check on the status of the order for her meter replacement. The customer care advocate (cca) noted that the patient's address was incorrect. The cca corrected the patient's address and sent another replacement meter. During the call, the patient informed the cca that she had not been taking any insulin since one week earlier, when she initially called lifescan. At the time of the call, the patient complained of not feeling well, had a slow heartbeat, and was sweaty. The cca advised the patient to consult with a doctor. No further information was provided by the patient. The medical affairs specialist (mas) attempted to contact the patient two times on separate days to obtain/verify information, but was unsuccessful. The patient refused to provide additional information during the 2nd attempt to contact her. It would have been helpful to know the following information: when the meter's power issue started, her medication regimen, why she stopped taking insulin for the 1 week period, and her testing frequency. In addition, it would have been helpful to know when the symptoms developed, if she was able to test with another meter during the time of concern, what actions she took after the symptoms developed, and if the patient received any medical intervention. This complaint is being reported due to the following conclusion: the patient was unable to test with her meter for an unknown period of time, stopped taking insuling for about a week during that time, and developed symptoms of sweating, a slow heart rate, and not feeling well.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.